Event description:
It was reported that there was an alert on this subcutaneous implantable cardioverter defibrillator (s-ICD) system for high impedance that was out-of-range. The impedance values were 9999, 762, and 590 ohms respectively. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was oversensing of myopotential noise, but no inappropriate therapy noted. It was noted that the physician performed pocket and lead manipulation testing. It was noted that the plan is to revise this device. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a pocket revision procedure was performed due to the high impedances. The electrode did not pull out during tug test and physician noted that it was under-inserted in the header but fixed during revision. An x-ray was performed. No additional adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that there was an alert on this subcutaneous implantable cardioverter defibrillator (s-ICD) system for high impedance that was out-of-range. The impedance values were 9999, 762, and 590 ohms respectively. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was oversensing of myopotential noise, but no inappropriate therapy noted. It was noted that the physician performed pocket and lead manipulation testing. It was noted that the plan is to revise this device. No adverse patient effects were reported. Currently, this s-ICD system remains in service.